Event description:
Additional information indicated that the patient's neck and shoulder pain had increased. No further information was reported.

Event description:
The patient experienced increased pain. An x-ray on (B) (6) 2009 determined that the lead had migrated. The lead was replaced. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).